Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient underwent posterior sp inal fusion. It was reported that, the unid rod was fractured. Rods have fractured above the s1 screws. Levels implanted were t10-s1. It was unknown if there were any patient symptoms reported. There was no revision surgery planned/performed at this time. There w ere no further complications reported regarding the event.